Event description:
Nurse was flushing a central intravenous line with a syrex 10ml normal saline flush syringe. The pt complained of severe pain upon flushing. The nurse stopped then withdrew flush from a multidose flush bottle and flushed the line without further irritation. This is one of several reports reporter has had concerning pain and phlebitis in pts receiving syrex flushes. Reporter was concerned enough that reporter has removed the product from circulation and is using an alternative MFR.